Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter was not powering on when she tried to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at an unknown time the patient reported the alleged issue first started. The patient reported using non insulin injectables (type and dose unknown) to her manage her diabetes. The patient reported 10 days later, she developed symptoms of 'shaky, feeling wobbly and weakness'. The patient denied receiving any medical intervention in response to her symptoms. At the time of troubleshooting, the cca documented this was not the first time the subject meter had been used and there was no misuse of the meter. When the patient was prompted to push the power button, the meter did turn on. The patient did not have the subject test strip or any test strips during the time of the call for a retest. This complaint is being reported as an adverse event because the patient reported due to the alleged issue, she was unable to test, therefore developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.